Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had trying to fill and it was not working. Customer¿s blood glucose was 230 mg/dl. Troubleshooting was performed. Advised customer to revert to her backup plan. The reservoir will not be returned for analysis.